Event description:
Reporter alleged obtaining the results of 566 mg/dl and 56 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he was feeling some hypoglycemic symptoms and he self-treated with juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 5. The drain volume was 3045 ml (milliliters). This event meets overfill criteria.